Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the incorrect concentration was selected on modules for magnesium sulfate. Although requested additional information was not provided.

Event description:
It was reported from labor and delivery unit that the incorrect concentration was selected on modules for magnesium sulfate, infusing into the primary line, with the concentration of 20g/500ml, programmed as 2g/500ml, intended to run at 2g/hour, but instead ran at 20g/hour due to the concentration entity. The pump ran at 10 times the intended rate. It was reported that there was no adverse effects caused to the patient as a result of this event.

Manufacturer narrative:
Correction: disregard file (suspect device is now a concomitant).